Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took 30 units of insulin to observe insulin drips exiting the infusion set tubing. Customer's blood glucose ranged from 100-200 mg/dl. An infusion set change was performed to resolve the issue.